Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, patient factors (no annular calcification and minimal leaflet calcification to secure the valves) and procedural factors (movement of delivery system during valve deployment) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Please reference related manufacturer report no: 2015691-2015-01357.

Event description:
During the transfemoral tavr procedure, a 23mm sapien xt was deployed too ventricular, requiring a second valve. The second 23mm sapien xt valve was also deployed too-ventricular and embolized into the left ventricle. The initial valve was positioned 50:50 aortic/ventricular (a/v) across the native annulus without difficulty. Upon inflation, the valve moved ventricular, landing 90:10 ventricular/aortic (v/a). During the attempt to position a second 23mm sapien xt valve across the annulus and initial xt valve, the first valve embolized into the left ventricle (lv). Upon inflation, the second valve moved ventricular, landing 90:10 v/a. At that time, the second xt valve also embolized into the lv. An attempt to capture the two valves, still on the guidewire, with a zmed balloon and withdraw them into the aorta was unsuccessful. The patient¿s blood pressure was stable, but there were ECG changes with st elevation that returned to baseline prior to transfer. The decision was made to move the patient to the or to remove the embolized valves. The patient remained stable and was transferred to the or for a sternotomy. The two xt valves were surgically removed and a tissue aortic valve was implanted in the native aorta. It was noted that, since the patient should have had pci to fix the rca prior to the tavr procedure, the rca was grafted during the open surgery. The cause of the malposition of the valves could not be confirmed. Upon angiography review, the novaflex+ (nf+) delivery system appeared to be moving ventricular as the valves were deployed. The patient¿s annulus measured 20mm by transesophageal echocardiogram (tee). Valve area was 408mm2 by CT. No annular calcification, mild native leaflet calcification and no aortic root calcification was reported.